Event description:
Baxter service center reports leak in cassete of homechoice set used for apd therapy. Leak was identified by service center when moisutre was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.